Event description:
A report was received that a patient's ipg slipped lower in the pocket after suffering a fall (non device related) and was causing stimulation issues. The physician performed a pocket revision and repositioned the pocket. The patient is doing well after the procedure.